Event description:
It was reported that there were spikes in rv impedance, and atr events with noise on both ra and rv channel. The patient was seen in clinic where they were not able to reproduce any sort of noise while performing isometrics, pocket manipulation, or having her bear down. The serial impedances performed and all measurements were also stable. Review determined since that you can't reproduce it and it appears commensurate with rv events, the evidence is suggesting intracardiac lead on lead insulation issues. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)